Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricle (lv) lead was failing to capture. The lv lead was explanted and replaced. The patient was in stable condition and recovering post-procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examinations were normal, with no anomalies found except for the procedural damage.